Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device was hospitalized due to due congestive heart failure (chf), and overall edema; further described as retaining fluids, swollen legs and leg pain. The pt was hospitalized for the events. It was reported that the pt had gained 3 pounds and was in the intensive care unit. During the hospitalization, the pt continued pd therapy. On an unknown date during hospitalization, the pt was intubated . Six days later the pt was transferred to a different hospital but remained intubated. The pt intubation was ongoing at the time of this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2008. This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was unknown. Therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available at this time. The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. No failure or malfunction was identified that could have caused or contributed to the home patient passing away. The investigation of the device was unable to determine a cause for the reported event. If any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient had been hospitalized for edema and congestive heart failure. While hospitalized, the patient experienced sepsis. The peritoneal rn confirmed that the sepsis was related to other medical conditions and the patient did not have a peritonitis event at the time of death, therefore the homechoice pro is no longer considered suspect product in this event.